Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a product mix / labelling discrepancy involving a kinemax stem extender was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection of the component confirmed that the catalog number on the stem component and on the label do not match, the label is incorrect. -medical records received and evaluation: medical review was not performed for this event as the component was not implanted and medical records were not received. -device history review: DHR review noted a discrepancy between the certificate of conformance from the vendor that manufactured the components and the stryker device history record. The cert from the vendor referenced part number 64768250 and the stryker DHR referenced the incorrect part number, 64768260. -complaint history review: chr review determined that there are (B)(4) other similar events reported. This is a lot specific issue and is being investigated under nc. The nc concluded the root cause to be: the root cause of occurence is that purchased sub components (not routed through iec) currently are not verified by bpcs. The root causes of escape is that the mrc and packaging operators completed line clearance incorrectly. Conclusions: both review of the device history record and the returned component confirmed the reported event. The DHR that was issued for this batch has the incorrect catalog number, therefore the labels issued from the DHR information are incorrect and do not match the physical product.

Event description:
The surgeon informed the regional manager that the during the gmrs operation (B)(6) 2015, they noticed that inside the packet of 6476-8-260 there was not that item. Inside that packet was 6476-8-250 lot ejplc 2014-11. So wrong implant in the package. After that episode they opened another package of 6476-8-260 and it was the correct implant. The operation continued normally.

Event description:
The surgeon informed the regional manager that during the gmrs operation (B)(6) 2015, they noticed that inside the packet of 6476-8-260, there was not that item. Inside that packet was 6476-8-250 lot ejplc 2014-11, so wrong implant in the package. After that episode, they opened another package of 6476-8-260 and it was the correct implant. The operation continued normally.

Manufacturer narrative:
2249697-3/13/2015-003r has been initiated to recall the reported lot. A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon informed the regional manager that the during the gmrs operation (B)(6) 2015, they noticed that inside the packet of 6476-8-260 there was not that item. Inside that packet was 6476-8-250 lot ejplc 2014-11. So wrong implant in the package. After that episode, they opened another package of 6476-8-260 and it was the correct implant. The operation continued normally.